Event description:
It was reported the device had a travel coarse error. The event occurred during infusion. No patient harm was reported.

Manufacturer narrative:
One device was returned for analysis of complaint of travel coarse error. Review of event log found travel reverse error, travel coarse error. There was no recent service history. Functional testing found the clutch was slipping. Probable cause was worn clutch and leadscrew. Replaced clutch and leadscrew. Pump passed all functional testing post repair.